Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke after the deployment of the capio device. Reportedly, during the first deployment of the suture, it was pulled back, was not tensioned and was left free hanging. The physician then retrieved the detached dart from the patient by using his hand. It was also reported that the capio carrier also detached and was retrieved. The procedure was completed with another uphold (tm) lite with capio slim device. There were no adverse patient effects as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2907 captures the reportable events of dart and carrier detachment. Manufacturing site: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical, 2301 centennial boulevard, jefferson in, 47130 USA. A visual examination of the returned uphold lite with capio slim revealed that the suture on the blue dilator was broken, confirming the complaint. The remainder of the suture, including the dart, was not returned. The carrier on the capio slim suture capturing device was returned detached from the device. The capio head halves were pried apart during analysis. The remainder of the carrier was inside the head of the capio slim. There was debris on the inside of the head halves. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for the dart detachment/suture broken is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. The complaint investigation conclusion code selected for the carrier break issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken." Per investigation, it was determined that material brittleness is the root cause to the carrier breaking, as evidenced by the brittle cracks in the material detected in the compliant units. The material brittleness is an inherent property determined by the heat treatment used for the parts.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke after the deployment of the capio device. Reportedly, during the first deployment of the suture, it was pulled back, was not tensioned and was left free hanging. The physician then retrieved the detached dart from the patient by using his hand. It was also reported that the capio carrier also detached and was retrieved. The procedure was completed with another uphold (tm) lite with capio slim device. There were no adverse patient effects as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.